Manufacturer narrative:
(B)(4) date sent: 11/12/2015. Information was not provided by the initial contact. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, while using the device along with the gold reload, the tissue was cut, but not stapled. A blue reload with the same gun was used to complete the procedure. There were no adverse consequences for the patient reported.